Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been filled with 250 units. There was no adverse impact to customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.